Event description:
This is the first report of two concerning the same product with the same reported issue. This report concerns the first idrt. It was reported "during a surgery when the first idrt was opened, polyethylene sheets were found to have been shifted slightly and formed wrinkles on idrt. The product was not used for the surgery. A second idrt was opened with the same issue. A third idrt was opened and applied to a pt to finish the surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.